Event description:
Procedure type: lap gastric bypass. According to the reporter: there was difficulty loading and unloading the devices and the needles were falling out. The 3 devices only worked intermittently. One time the needle fell into the cavity but was retrieved. Or time was extended 10 minutes due to the reported condition.

Manufacturer narrative:
Initial report sent: 08/11/2008.